Manufacturer narrative:
The estradiol iii reagent expiration date was not provided. The cobas e 411 analyzer (disk system) serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys estradiol iii assay on a cobas e 411 analyzer (disk system). Initial result: >3000 pg/ml. Repeat result: 44.99 pg/ml.